Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seals broken/removed and the plunger tube loose. A review of the event history log identified primary audible alarms and check syringe plunger sensor alarms in the history. Functional testing was performed using power up process and occlusion test. Testing was unable to reproduce either error. The speaker was replaced as a preventive measure. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a primary audible alarm/plunger issue occurred. No patient injury was reported.